Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that patient received inappropriate therapy due to noise. High capture thresholds and low sensing were observed. After disconnecting and reconnecting the lead to the ICD, normal capture and sensing were observed. But the noise continued. The lead was capped.

Manufacturer narrative:
Analysis was normal. No anomaly was found.